Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. An internal inspection found foreign substance inside the compressor and manifold connection. The smart pneumatic module board, the compressor to the mix manifold and flow screens were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.